Manufacturer narrative:
The full address name of the facility is the second affiliated hospital (B)(6). Communication with the customer, the following information was provided: the knife broke when press the foot switch of the electrosurgical unit to activate output and perform the incision. Setting value for the cut mode: auto cut 35w, coagulation 40w. Broken knife wire broke did not fall into patient body. Reported event occurred about 30 minutes after the procedure started. Reporter stated seeing from the scope the wire was contacting the tissue directly. The subject device was received and evaluated. Device inspection and evaluation, the following information noted: the lot number was 19k with supplementary information number of ¿27¿. (M-bc manufacture date: september 27, 2021). Device evaluation noted insulating coating part at the proximal end of the cutting wire damaged. The cutting wire is broken at the junction of the insulating coating part and the effective cutting part. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire, length of coated portion and operation of cutting wire. Instruction for use (IFU) : (drawing no.gk6226 revision no.13). Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the result of confirmation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following. However, the exact cause could not be determined. (1) the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. (2) under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Also, it is confirmed that the tear of the coated portion of the cutting wire can replicate by the following mechanism: (1) raise the forceps elevator of the endoscope. (2) once the cutting wire deflects, the coated portion of the wire comes into contact with the metal part of the distal end of the endoscope. (3) the cutting wire was moved back and forth under the circumstances described above 2, causing the coated portion to tear. It is possible that the slider was slightly pushed hard. This possibly caused the cutting wire to deflect. Olympus will continue to monitor complaints for this device.

Event description:
As reported, during the ercp (endoscopic retrograde cholangiopancreatography) procedure, knife of subject device broke inside patient but was retrieved. No injury reported. The intended procedure was completed with another device and there were no more than fifteen (15) minutes delay in the procedure. There was no patient harm or injury reported due to the event. No user injury reported. The customer returned 4 devices with the same failure description and the event date are the same for the 4 devices that reported to fail during the procedure. The lot number are the same for the 4 returned devices. This report is related to reports with patient identifier (B)(6).